Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an artificial head insertion treating femoral neck fracture. After the surgery, on unknown date, central migration of the cup occurred, and the patient complained of pain. On (B)(6) 2021, the revision surgery via tha will be performed to leave the stem as it is and replace only the cup. No further information is available.